Event description:
Report is being submitted under the precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed". During the intervention, the prosthesis did not released and the catheter got broken. When releasing the stent,2 or 3 squeezes on the trigger and the blue catheter to break at the purple mark. Impossible to return the stent in catheter. The trigger of handler is free.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). Problem statement: during the intervention, the prosthesis did not released and the catheter got broken. When releasing the stent,2 or 3 squeezes on the trigger and the blue catheter to break at the purple mark. Impossible to return the stent in catheter. The trigger of handler is free. The following additional information was received in the complaint file: general questions: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal)? During stent placement. 2. What endoscope type and channel size was used? N/a. 3. What was the position of the elevator? Was it opened or closed? Opened. 4. Details of the wire guide used (diameter, type, make)? Terumo 035. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. 6. How long was the stent in the patient by the time this complaint occurred? About 5min. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? I don¿t know your questions. Stricture information: 1. What was the length and diameter of the stricture? N/a. 2. Where was the stricture located in the body? Cholangiocarcinoma stenosis. 3. Was there resistance felt passing wire guide through stricture? No resistance. 4. Was there resistance felt passing the evolution through stricture? No resistance. 5. Was the stricture dilated before stent placement? No dilated. Questions related to during insertion into patient: 1. Was the product inspected for kinks or damage before use? The stent was normal. 2. Was resistance felt during insertion into patient? If yes, at what point? Easy insertion. Questions related to during stent placement: 1. Did the product fail during stent deployment or recapture? Difficulty of deployment and inability to recapture. 2. Was the directional button pressed during use? No before the procedure. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? No backup. Questions related to during introducer withdrawal: 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? Yes with other stent evolution. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a. 3. Was the safety wire fully removed before removing the delivery system? N/a. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. 5. Are images of the device or procedure available? N/a. Questions related to during stent repositioning/removal: 1. What instrument was used for stent repositioning / removal? Forceps, snare. The blue catheter of the stent evolution because stent still hanging. 2. Was the lasso (suture) loop used during repositioning / removal? N/a. 1. Was the directional button fully engaged? Yes, it is. 2. Did the red indicator move when the trigger was pressed? Yes, it is. 3. Did the red indicator continue to move after the delivery stopped? N/a. 4. Were any cracking/popping sounds heard from the handle? Yes, it is. 5. Was the stent partially exposed? No it isn¿t. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? The stent isn¿t move of catheter. 6. Were any additional procedures needed? No it isn¿t. 7. What is the patient outcome? Another stent was laid. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Device evaluation: the evo-fc-10-11-6-b device of lot number: c1451590 was returned to cook ireland and evaluated on the 05-july-2018. Lab evaluation: pictures were also received of the returning device. Upon review of the returned device, the distal flexor was broken. Slight bump between stent and yellow marker. The specific location of defects on the device were slightly distal to the zip port. Due to the distal flexor breakage the device was not operational. When trigger was activated during evaluation no issues with the handle operation. Breakage was visually observed. Complaint is confirmed as the failure was verified in the laboratory. The distal flexor was broken. Root cause: the possible root cause may be the slight bump between the stent and yellow marker which could be indicative of a torturous path. This may have created great resistance during actuation causing the break on the weak point of the distal flexor. Document review: prior to distribution all evo-fc-10-11-6-b devices of lot number: c1451590 are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evolution device of lot: c1451590 did not show any discrepancies in the manufacturing records that could have contributed to this complaint issue. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. Distal flexor broken. The patient did not require any additional procedures due to this occurrence. Another device was used to finish the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed". During the intervention, the prosthesis did not released and the catheter got broken. When releasing the stent,2 or 3 squeezes on the trigger and the blue catheter to break at the purple mark. Impossible to return the stent in catheter. The trigger of handler is free

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed". During the intervention, the prosthesis did not released and the catheter got broken. When releasing the stent, 2 or 3 squeezes on the trigger and the blue catheter to break at the purple mark. Impossible to return the stent in catheter. The trigger of handler is free.